Event description:
Port-a-cath broke off in patient. Patient was shipped to (B)(6) medical center for removal of retained portion, as our facility did not have the capabilities to perform the removal. Diagnosis or reason for use: intravenous catheter / cannula. Event abated after use stopped or dose reduced: yes.